Event description:
It was reported by service report that the buckles on the restraints were cracked. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Restraint strap buckles. Unit was evaluated by the customer.